Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the pump revealed that the superior view, inferior view and inflow were unremarkable. Outflow graft was occluded by firm, red/brown blood clot. There was blood film off the interior impeller surface as well as a very thin, inconsistent, "hair line" scratch was identified around the outer edge circumference of the inferior impeller. There was also loss of luster around the peripheral outer edge. A blood film on the lower housing was also observed. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection/tissue erosion/tissue damage is/are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803

Event description:
It was reported that the patient experienced an ascending driveline infection. The patient is reported to be very active and that his weight had increased over the last few years. Treatment with antibiotic therapy proved to be ineffective at stopping the infection. An attempt to revise the driveline surgically was also unsuccessful. The surgeon then opted to exchange the lvad and for another lvad. As of the date of this report, the patient is progressing well and had been transferred out of the intensive care unit (ICU). The patient's physician reported that the event was not related to the lvad device but was related to the patient's active lifestyle which included frequent traveling, prolonged lvad support (5.5 years) and to his weight gain. The site further reported that the pump had been working perfectly and that there was no device malfunction. No additional information available.